Manufacturer narrative:
Additional information was added to. Correction to: d3: (country type and country), h6: (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device is not available.

Event description:
Consumer reported during voice message call back the needles are clogging mid injection. Caller also contacted lilly for her humalog pen. Maybe a month ago called lilly. Informed caller proper placement of the non patient end needle to the pen. Lot # unknown at this time not with the box catalog# feels it is the 32g 4mm pen needle date of event unknown sample status discard. Dc.